Event description:
A 4f maximum act introducer was used in a femoral vein with a 4f puncture and another used in a femoral artery. At the end of the procedure the arterial sheath was removed without issue. There was resistance removing the venous sheath which had been in the patient for thirty minutes. When it was removed, part of the sheath remained in the vessel. The patient was sent to surgery and the piece was successfully removed.

Manufacturer narrative:
One 4f, maximum act hemostasis sheath was received for evaluation. A blood-like substance was seen on the returned components. The sheath tubing had been torn 3.55" from the sheath distal tip. The proximal end appearance of the detached tubing segment had been stretched and torn through the entire circumference. The attached tubing distal end appearance had similar damage, suggesting that it was a mating surface to the aforementioned detached tubing. The detached tubing segment had been bent in a ¿u¿ shape, kinked near the distal tip, and flattened 3.00¿ from the tip. No other visual anomalies were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. There was no evidence found to suggest the incident was due to an intrinsic defect in the returned device. The cause of the sheath tubing damage is consistent with forcible separation. The maximum hemostasis introducer sheath instruction for use (IFU) states that the user should advance the dilator/sheath assembly with a twisting motion to avoid damage to the sheath or vessel.